Manufacturer narrative:
On march 04, 2024, mentor received the device for evaluation as well as additional information. Mentor became aware that the patient was implanted during a breast augmentation revision surgery. Patient initials were added. On march 12, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have some bubbles within the gel. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules, or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens, or immune system disorders. Bubbles in the gel can originate with changes in pressure and temperature which can affect volume. The shell wall is permeable to air, therefore trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time, unless trapped by cured gel. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 06, 2024, mentor received additional information. Date of explant was added as (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor evaluated a photo of the explanted device. Photo evaluation summary: during visual evaluation of the image provided, some bubbles were observed in the gel. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with a 325cc mentor memorygel breast implant. Post-operatively, the patient experienced inflammation, irritation, and swelling in her right breast, which were confirmed by a medical professional. As a result, the patient underwent removal surgery on an undisclosed date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.